Event description:
Ous MDR - this rv lead was explanted and replaced due to elevated thresholds. The patient initially went to the hospital for feeling faint. An x ray was taken before the procedure and it appeared the ra lead was broken. Should additional information become available this file will be updated.

Manufacturer narrative:
The solia s 45 was not returned. Therefore the analysis is based on the inspection of the solia s53 which was received as well as on the provided x-ray images. The analysis of the solia s 53 revealed multiple abrasion marks along the lead body. Approx. 17.5 cm distal to the is-1 connector pin the lead body was found deformed. The characteristics of the deformation indicated a tight ligature. Furthermore cuts in the insulation were noted which most likely resulted from the extraction procedure. In the course of the analysis of the solia s 53, no deviations were noted which might have contributed to the increased rv threshold. On the provided x-ray images both leads presented indentions in the area of the suture sleeve. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process.